Manufacturer narrative:
No product will be returned for evaluation. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this size 29 annuloplasty band, it was explanted and replaced with a size 33 annuloplasty band due to patient prosthesis mismatch. The procedure was successful and no adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There was no reported malfunction or indication of a product quality issue.